Event description:
(B)(4). It was reported that post coronary stenting treatment procedure, the patient underwent a target vessel reintervention. In (B)(6) 2008, the subject was diagnosed with stable angina (ccs class 1) and cardiac catheterization was recommended which revealed a 75% stenosed lesion located in the 1st diagonal. The lesion was 10mm long with a reference vessel diameter of 2.25mm and treated with pre-dilatation and placement of a 2.25mm x 12mm study stent, with 0% residual stenosis. The subject was discharged on aspirin and clopidogrel the following day. In (B)(6) 2012, the subject was hospitalized with aortic stenosis and in-stent restenosis of the 1st diagonal. Coronary artery bypass graft (CABG) surgery was performed with saphenous vein graft (svg) to 1st diagonal and svg to right posterior descending artery (r-pda). Aortic valve replacement was also performed.

Event description:
(B)(6) clinical study. It was reported that post coronary stenting treatment procedure, the patient underwent a target vessel reintervention. In (B)(6) 2008, the subject was diagnosed with stable angina (ccs class 1) and cardiac catheterization was recommended which revealed a 75% stenosed lesion located in the 1st diagonal. The lesion was 10mm long with a reference vessel diameter of 2.25mm and treated with pre-dilatation and placement of a 2.25mm x 12mm study stent, with 0% residual stenosis. The subject was discharged on aspirin and clopidogrel the following day. In (B)(6) 2012, the subject was hospitalized with aortic stenosis and in-stent restenosis of the 1st diagonal. Coronary artery bypass graft (CABG) surgery was performed with saphenous vein graft (svg) to 1st diagonal and svg to right posterior descending artery (r-pda). Aortic valve replacement was also performed.

Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was further reported that congestive heart failure occurred. The patient was treated medically. In (B)(6) 2012, the congestive heart failure was considered resolved without residual effects.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Describe event or problem - updated. Relevant tests/lab data - updated. (B)(4).